Event description:
It was reported that the inflatable penile prosthesis (ipp) was not cycling properly. The patient experienced discomfort and pain. Upon evaluation, the physician identified a distal crossover, which explained the patient's symptoms. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, discomfort and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.